Manufacturer narrative:
The reported complaint of no readings was not confirmed on the returned set. No visual anomalies were observed. The balloon was tested and performed as expected. The electrical characteristics of the thermistor was measured and found to be within the product specifications. The temperature reading was able to be obtained from the catheter and the set performs per the product specifications. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a td torque-line catheter, 7f, 4 lumen, 110 cm was found to provide inaccurate readings during patient use. The reporter stated that after the first thermodilution catheter failed the physician attempted to obtain cardiac outputs once again with a new thermodilution catheter and cable. Still unable to obtain outputs because temperature readings were not within range. It was also stated that the case ended because no cardiac outputs could be obtained, unable to calculate valve area to evaluate for aortic stenosis and possible need for valve replacement.